Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular defibrillation impedance was 55 ohms on (B)(6) 2016 and rises out of range on (B)(6) 2016. The superior vena cava defibrillation impedance was 82 ohms on (B)(6) 2016 and rises out of range on (B)(6) 2016. The right ventricular pace impedance is steady at approximately 500 ohms through (B)(6) 2016 and rises out of range on (B)(6) 2016.

Event description:
It was reported that later in the day after the new right ventricular lead was implanted, an alert sounded. The right ventricular coil impedance showed abnormal value. The next day, the right ventricular lead was reconnected to a new device and no abnormalities in impedance were detected. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.